Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed, but the cannula was not visible. The pod was worn less than an hour.

Manufacturer narrative:
The device was received fully deployed. The pink slide insert was seen in the viewing window on the top housing. The device completed first and second prime. No timeouts or drive stalls were observed in the download data. The needle mechanism was reset and redeployed as intended. Although no issues were found, the cause of the reported cannula retracting could not be determined.